Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# va01zjk, implanted: 2012 (B)(6); product type lead product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40 lot# va01zjk, implanted: 2012 (B)(6); product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37603 lot# serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the device ¿did not work.¿ it was stated the system had not been helping to control their symptoms since implant and they did not take less medication. In addition, the patient was having eye problems. It was noted the ¿pressure was too high.¿ the patient was to have a laser eye procedure on (B)(6) 2016. Additional review indicated the patient was in a rehabilitation center for two months following breaking their sacral bone. It was stated the break may have been caused by the patient not taking osteoporosis medication during the time around the deep brain stimulation surgery.

Event description:
It was reported that the last time the patient was at her health care provider¿s office they said one of her units was off however, the patient did not notice any change in symptom control. It was noted that the patient had not experienced as much improvement as she thought. It was noted that the patient stated that at the last appointment nothing was mentioned about the devices being low and she did not receive directions to how often to check. It was noted that the patient was also on medication and reported tremors and shakes when there was not any medication in her body. It was noted that it was worse 2 hours before she took medication and then for the first two hours after she took medication. It was noted that the patient had to go to the bathroom more for the first 15 minutes after taking medication and then felt drowsy. It was noted that the patient took extended relief medication at night but sometimes woke up with shaking and rigidity and had to get up and take another ¼ of medication. It was noted that the patient also reported difficulty sleeping and she had tried several different medications and tablets and some have caused weird and scary dreams and hallucination. It was noted that when the patient looked at herself in the mirror after not sleeping it looked like there was no life in her. It was noted that the patient had stopped taking sleeping medications. It was noted that the patient also had short-term memory loss but still remembered to take her medication. It was noted that the patient had an appointment next month to check settings. It was noted that the there was so much emi around. Additional information received reported a loss of therapeutic effect. Additional information received reported that the patient had difficulty writing and walking and the last couple days prior to report she was frustrated and considered whether to take the out the implantable neurostimulator (ins). It was also stated, the patient never fell as much as she was falling down now, since the ins was implanted. It was reported that the patient broke her sacral bone. The patient stated her medications were dropping but it was unclear what she meant. Reportedly, the patient did not see a difference in symptoms when one ins was turned off. It was noted during the call, the patient reported the therapy never worked but then she reported right after the device was implanted ¿everyone was shocked how well she was doing.¿ additional information received reported that the cause of the event was disease progression. It was noted that there was worsening equilibrium following implantation. It was noted that impedance was high with the following lead from case and 0, case and 3 and 0 and 3, between 2000 and 2655 in left stn stimulation. It was noted on the right, case and 0 and 0 and 3 were between 2000 and 2908. It was noted that the patient fell and fractured their sacrum. It was noted that the patient¿s balance worsened following implantation. It was noted that the patient had a serious injury and recovered with sequela. It was noted that the patient was one of minority who had suffered increasing balance problems following implantation. It was noted that there was no device problem in the physician¿s opinion. It was noted that all the patient¿s other conflicts are symptoms of the patient¿s parkinson¿s. Refer to manufacturer report #3004209178-2013-14713.